Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the device evaluation, as noted in b5, the subject device had undergone insufficient reprocessing, causing the restricted air/water flow originally reported by the customer. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that the air/water flow on his olympus evis exera iii colonovideoscope was experiencing a flow-rate issue during procedure preparation. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. Olympus found, during the estimation, that foreign material was stuck in the channel and could not be removed through reprocessing. This report is being submitted to capture the estimation findings.

Manufacturer narrative:
This report is being submitted to capture additional information received from the initial reporter. Should further information be provided, another supplemental report will be submitted.

Event description:
Additional information was received from the initial reporter noting that the intended procedure was a coloscopie procedure. According to the initial reporter, another endoscope was used to complete the procedure, albeit with a 10-minute delay. Per the initial reporter, this was an ¿unstable patient¿, and this event could have resulted in further complications. However, there was no patient harm reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or incorrect reprocessing. Olympus will continue to monitor field performance for this device.